Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms of feeling crappy and treated with a manual injection. Customer's blood glucose value was 514mg/dl at the time of the call. The customer¿s mother reported the customer texted her from school saying blood sugar was over 600. The customer stated that the drive support cap was normal slightly indented the customer¿s mother declined any further troubleshooting the product was not returned for analysis.